Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 700-800 mg/dl and a bolus via the pump was delivered to address the bg level. The customer went to the emergency room. The customer's ketone level was high and was considered as being dangerous by a healthcare provider. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and fluids. The high bg and dka were resolved. The customer was discharged on (B)(6) 2017.